Event description:
A consumer reported that her 14 year old daughter, who has been using tampons since 2019, had to go to the hospital emergency room to have a tampon removed. Consumer stated that while her daughter was trying to remove a tampon, the string broke and she was unable to remove it. That same night, in the emergency room, the first doctor was unable to remove the tampon and they had to wait for a gynecologist to come in. She stated that her daughter was in pain when the doctor inserted his fingers into her vagina and removed the tampon. No medication or treatment was prescribed and no follow up visit was needed. The consumer stated that her daughter was healing. Additional information 12/07/2020: investigation results added in additional manufacturer narrative section.

Manufacturer narrative:
Date of investigation: 12/07/2020: a 24-month trend (B)(6) 2018 - (B)(6) 2020) analysis was performed for product, date code and reason codes (string: broke). While no trend has been noted by product, reason codes or date code, a request for investigation is being submitted since this case has been deemed reportable to the FDA and health canada by epc medical affairs. It has been reported as a device malfunction due to the potential risk of serious illness to the consumer as medical care was required to remove the tampon due to string: broke of a medical device. Currently this case's claim code status is non-verified medical claim. Per the process fmea for sport tampons, a stringing issue that could result in a missing string has a severity rating of 6, meaning serious. A serious severity is described as having performance impact, up to and including product failure with potential for harm to the patient or user due to failure of the product to meet performance expectations. Major physical injury possible of a temporary nature with reversible symptoms. The occurrence of the defect is listed as remote and the overall risk level is low, which does not require mitigation. Device history record review was conducted on lot 16109fz, fg x300057301 canada costco sport nd - 96ct super new. During the production of this product there were no nonconformances associated with the forming lots or the pack lot of the tampon. All samples passed visual inspections, absorbency testing, ejection force testing and string performance testing. Review of the DHR and supporting documentation showed no issues present that would have contributed to this malfunction of tampon performance.

Event description:
A consumer reported that her (B)(6) year old daughter, who has been using tampons since 2019, had to go to the hospital emergency room to have a tampon removed. Consumer stated that while her daughter was trying to remove a tampon, the string broke and she was unable to remove it. That same night, in the emergency room, the first doctor was unable to remove the tampon and they had to wait for a gynecologist to come in. She stated that her daughter was in pain when the doctor inserted his fingers into her vagina and removed the tampon. No medication or treatment was prescribed and no follow up visit was needed. The consumer stated that her daughter was healing.